Manufacturer narrative:
The hill-rom technician found all 4 casters not holding most likely due to normal wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cut, wear and quality of thread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not locking (brakes not holding). The bed was located at the account in the patient's room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).